Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported after a transcarotid artery revascularization (tcar) procedure, the patient suffered from stroke symptoms such as vocal issues and a headache. Magnetic resonance imaging (MRI) indicated multiple small acute infarcts in the right frontal, parietal and temporal lobes mostly consistent with small acute embolic infarcts. The patient did well clinically and by the time he was discharged he had no obvious symptoms.